Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Both instruments were received partially applied, one had four clips r emaining and the other had ten. No visual abnormalities were observed with either instrument. The instruments were applied to appropriate test media for functional evaluation and were found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. For both instruments, the interlock engaged to prevent the jaws from approximating once all the clips had been fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon experienced issues with the clips. Clips couldn't be loaded into the jaws of the device.